Event description:
It was reported that a malfunction occurred, displaying malfunction code 12. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, instructing the customer to allow the battery to deplete before returning the device using the pre-paid label and return box. The customer was informed about the necessity of the replacement and will use multiple daily injections as backup therapy.